Manufacturer narrative:
This report is submitted on august 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced a performance decrement and loss of connection to the internal device. Troubleshooting attempts and an integrity test were conducted; however, the issue could not be resolved. It is unknown if explant and reimplantation has been scheduled as of the date of this report.